Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -8.5/2.0/091 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) /2023. The lens was replaced with a shorter length lens due to significant reduction of irido-corneal angles and excessive vault on (B)(6) 2023. This resolved the problem. Reportedly, mild dilated jpupil observed.

Manufacturer narrative:
Health effect clinical code 4581: significant reduction of irido-coneal angles work order search: no similar complaint type events were reported for units within the same lot. (B)(4).